Manufacturer narrative:
Revision surgery. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent a sextant surgery in which screws were implanted at l5-s1. Post-op, the screws broke due to which the patient had back pain. On (B)(6) 2017, a revision surgery was performed in which the broken screws were removed and replaced with 2 new screws.

Manufacturer narrative:
Product analysis :visual inspection confirms the bone screw disassembled from the mas head. The ring and crown are still assembled in the head. Microscopic examination of the mas assembly identified a portion of the retaining ring is fully seated, but has been sheared through the cross sectional area on both sides of the retaining ring gap, which would reduce the force required for bone screw detachment. The remaining sheared through portion of the ring appears to be deformed and bent away from the head. The remaining portion of the retaining ring is still seated in the groove of the head. Dimensional inspection of the bone screw head diameter found to be within print specification. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. The above observations are consistent with overload as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.